Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, the battery gauge was fluctuating. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported impact to customer's blood glucose level. Replacement cable was sent to customer.